Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed. During the investigation the technician identified physical damage to the switch gasket and main board consistant with a user using a pointy object to turn on the device over the course of many activations. The buttons on the device are designed to be engaged and activated with a finger. The on/off gasket and printed circuit board were replaced to remedy the circumstance. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated they used a pen to power on the device. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.